Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a low shock impedance measurement of 34 ohms and a low out of range shock impedance measurement of 19 ohms. Subsequent measurements were within normal limits in the 50 to 80 ohms range. Technical services (ts) discussed potential causes and troubleshooting options or the option to continue monitoring if measurements remain stable. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a low shock impedance measurement of 34 ohms and a low out of range shock impedance measurement of 19 ohms. Subsequent measurements were within normal limits in the 50 to 80 ohms range. Technical services (ts) discussed potential causes and troubleshooting options or the option to continue monitoring if measurements remain stable. No adverse patient effects were reported. This product remains in service. It was reported that the patient later underwent routine replacement of the crt-d for reported normal battery depletion. Upon connection of this chronic rv lead to the replacement crt-d, a 0.1 joule shock was delivered, and shock impedance measurements of 43 ohms were observed in triad configuration. The physician then began closing the pocket. During pocket closure, the crt-d and rv lead exhibited high out of range shock impedance measurements greater than 200 ohms. Ts discussed potential causes and troubleshooting options. Shock impedance measurements were noted to be within normal limits at 64 ohms when the programmed vector was reprogrammed to rv coil to can. The procedure was completed, and the programmed vector was left rv coil to can. No adverse patient effects were reported. This device remains in service.